Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) along with a competitor¿s right ventricular (rv) lead exhibited both low and high out of range shock lead impedance measurements. It was suspected that the rv lead was fractured, however additional information from the field indicated that this could not be confirmed. The crt-d was electively explanted and is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.